Manufacturer narrative:
The reported event of clot formation on delivery sheath could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 14f amplatzer torqvue delivery sheath was selected for use to implant a 25mm amplatzer amulet. During procedure, clot formation was confirmed on delivery sheath using transesophageal echocardiogram (tee). The amulet was never deployed from the sheath. The implanter then exchanged sheaths and a new 14f amplatzer torqvue delivery sheath was used to successfully implant the 25mm amulet. No treatment was required for the thrombus. No patient consequences were reported and the patient was discharged home on post-procedure day one. Clinical study patient ID: (B)(6).